Event description:
During preparation for an atrial fibrillation procedure with the patient in the room, communication could not be established between the ensite x amplifier and/ or ensite x dws. The amplifier status light was "flashing green" and the case was cancelled. There were no consequences to the patient and the procedure was rescheduled.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. The amplifier was powered on and the amplifier booted to a flashing green led status indicating the amplifier passed the power-on-self-test (post). For evaluation purposes port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The service tool was used along with tracker software, and the internal amplifier¿s time was within 10 minutes of expected. The sfps were returned so that the amplifier could connect directly to an ensitex display workstation (dws). Communications was attempted and succeeded with the test computer (solid green), ECG simulation was attempted and was displayed as expected. The field service tool (fst) was then connected into this communications loop. Field functional test was then run, and the device passed all tests successfully, which includes ECG, ic unipolar, and bipolar noise testing. Run-in was attempted and the device eventually had an overcurrent condition to slot 2 cardiamp board, which eventually shut down the amplifier. Upon restart the amplifier would not pass post consecutively due to over current conditions preventing the pmbus to finish post. The field reported event was not able to be duplicated. Functional testing was successful however, run-in was attempted and the device eventually had an overcurrent condition to slot 2 cardiamp board, which eventually shut down the amplifier. Upon restart the amplifier would not pass post consecutively due to over current conditions preventing the pmbus to finish post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains unknown.